Manufacturer narrative:
Received 1 set of 4 used arcticgel universal pads only. Visual inspection noted no obvious defects. The trim pattern was found to be within specifications and the energy connectors were found to be free of damages and presented with a good connection. A functional evaluation was performed via a flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: left chest pad: a total of 4.38 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 4.12 l/min m2 of flow rate was registered during the test. Right chest pad: a total of 4.12 l/min m2 of flow rate was registered during the test. Right thigh pad: a total of 4.12 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was found to be within specifications on all of the returned pads as the flow rate for must be above 2.4 l/min m2. The reported issue could not be confirmed as the product met specifications. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device was giving a low flow; as a result, therapy was interrupted in order to replace a set of four universal pads with a new set of pads. Therapy was resumed with the new set of pads.